Event description:
It was reported that during a remote device data review, the physician noted an untreated episode from this subcutaneous implantable cardiac defibrillator (s-ICD). Technical services (ts) was contacted and confirmed that the episode occurred due to non-physiological artifact over-sensing. Troubleshooting options were provided to assess the patient at the upcoming follow-up appointment. Additional information was provided that the patient has received multiple inappropriate shocks from this s-ICD system due to over-sensed signals. Diagnostic imaging was provided to ts for review and it was determined that there was no evidence of electrode fracture. However, due to the fact that all three sensing vector was unsuitable and could result in further inappropriate therapy, ts recommended a s-ICD system replacement. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, the physician noted an untreated episode from this subcutaneous implantable cardiac defibrillator (s-ICD). Technical services (ts) was contacted and confirmed that the episode occurred due to non-physiological artifact over-sensing. Troubleshooting options were provided to assess the patient at the upcoming follow-up appointment. Additional information was provided that the patient has received multiple inappropriate shocks from this s-ICD system due to over-sensed signals. Diagnostic imaging was provided to ts for review and it was determined that there was no evidence of electrode fracture. However, due to the fact that all three sensing vector was unsuitable and could result in further inappropriate therapy, ts recommended a s-ICD system replacement. It was stated that in (B)(6) 2024, the physician surgically explanted and replaced the s-ICD system. No additional adverse patient effects were reported. The system is not expected to be returned for analysis.